Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? What is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please confirm the lot number reported under (B)(4) (tbbrm): if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following additional information was received: use of another device from a different lot to complete the procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the threads pulled off spontaneously, sometimes even simply by removing them from their packaging. There were no patient consequences reported. Additional information was requested.